Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2012-01027 and 3005099803-2012-01029. It was reported to boston scientific corporation that two ultraflex tracheobronchial covered stents were attempted to be implanted within the left main bronchus on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient was being treated for a bronchial fistula. The patient's anatomy was not dilated prior to the stent placement. During the procedure, an 80mm x 40mm ultraflex tracheobronchial covered stent (MFR. Report # 3005099803-2012-01027) was deployed within the target anatomy without any issues. However, upon removal of the delivery system, the stent was inadvertently removed with the device. Outside of the patient, the physician noted that the stent appeared to be constricted and both its distal ends had not expanded properly. No issues were noted to the delivery system. Subsequently, a 10mm x 40mm ultraflex tracheobronchial covered stent (MFR. Report # 3005099803-2012-01029) was implanted within the patient without any issue. The physician waited approximately 5 minutes before removing the delivery system in order to ensure that the stent remained within position inside the patient. Reportedly, upon removal of the delivery system, the stent was inadvertently removed with the device again. Outside of the patient, the physician examined the device and noted that the stent had not expanded properly. No issues were noted to the delivery system. The procedure was postponed until the following week. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. (B)(4): difficult to remove; stent failed to expand. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2012-01027 and 3005099803-2012-01029. It was reported to boston scientific corporation that two ultraflex tracheobronchial covered stents were attempted to be implanted within the left main bronchus on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient was being treated for a bronchial fistula. The patient's anatomy was not dilated prior to the stent placement. During the procedure, an 80mm x 40mm ultraflex tracheobronchial covered stent (MFR. Report # 3005099803-2012-01027) was deployed within the target anatomy without any issues. However, upon removal of the delivery system, the stent was inadvertently removed with the device. Outside of the patient, the physician noted that the stent appeared to be constricted and both its distal ends had not expanded properly. No issues were noted to the delivery system. Subsequently, a 10mm x 40mm ultraflex tracheobronchial covered stent (MFR. Report # 3005099803-2012-01029) was implanted within the patient without any issue. The physician waited approximately 5 minutes before removing the delivery system in order to ensure that the stent remained within position inside the patient. Reportedly, upon removal of the delivery system, the stent was inadvertently removed with the device again. Outside of the patient, the physician examined the device and noted that the stent had not expanded properly. No issues were noted to the delivery system. The procedure was postponed until the following week. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
The customer returned the device pertaining to this complaint (manufacturer report # 3005099803-2012-01027) and the related complaint (manufacturer report # 3005099803-2012-01029) to bsc (B)(4). However, the shipment was lost in transit and subsequent investigation determined that it was discarded as a lost article in (B)(4). As a result, the complaint investigation site (cis) could not perform a technical analysis. It should be noted that the customer did provide a photograph of both stents side by side, which was taken approximately two hours following deployment. Boston scientific cis reviewed the photograph and provided the following analysis: a visual examination of the "upper stent" in the image revealed that the stent is believed to be the 10mm x 40mm device (manufacturer report # 3005099803-2012-01029) as it appears to be the wider of the two stents. This stent appears to be fully expanded. The sutures and coating of this device do not appear to be damaged. The "lower stent" in the image is believed to be the 80mm x 40mm device (manufacturer report # 3005099803-2012-01027) as it appears to be the narrower of the two stents. This stent appears to be constricted at either end of the stent covering. The sutures and coating of this device do not appear to be damaged. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the details of the complaint, a definitive root cause could not be determined.